Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Additionally according to the irc, it is reported that a full insertion of the electrode array was not achieved at implantation, with one channel extra-cochlear. This is a final report.

Event description:
Patient's mother reported that the bilaterally implanted patient didn't appear to be hearing very well from the left side. The patient's school reported that he fell and banged his head whilst at school, the following week his mother reported that he didn't seem to be hearing as well as previously. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's mother reported that the kid didn't appear to be hearing very well from the left side. All external were checked and found to be in full working order. The mother reported that he may have had a bang to the forehead whilst at school but she is unsure when this happened. A device assessment appointment has been arranged for (B)(6) 2017.